Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified IV fluid. After an unspecified length of time in use, the female luer lock adapter separated from the tubing. It was reported that "a very small amount" of blood loss was noted. The tubing set was replaced and the therapy was resumed. No further medical interventions were required. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. The customer contact indicated that the pt's care was not affected due to the vigilance of the nursing staff. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).